Manufacturer narrative:
The reported event of device in back-up operation and incorrect measurement was not confirmed. The device above elective replacement indicator (eri) was returned in one piece for analysis. Visual inspection noted the use of electrocautery. User manual states the use of electrocautery can inhibit device operation, which is consistent with false elective replacement indicator (eri) and end of service (eos) alerts noted. Analysis of the device image revealed that device restored from back-up mode in the field. Further analysis found no anomaly. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported that there was a patient presented via merlin.net upon review it was found out that the pacemaker was in backup operation, and that have triggered false elective replacement indicator (eri). As a resolution the pacemaker was explanted and replaced on (B)(6) 2024. No patient consequences or symptoms were reported.

Event description:
It was reported, that there was a patient presented via merlin.net. Upon review, it was found out that the pacemaker was in backup operation. As a resolution, the pacemaker was explanted and replaced on (B)(6) 2024. No patient consequences or symptoms were reported.